Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080379) on 29-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), connective tissue disorder ("connective tissue disease") and autoimmune disorder ("along with several other autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included diazepam, ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), connective tissue disorder (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and rheumatic disorder ("soft tissue rheumatism"). The patient was treated with surgery (she underwent essure removal on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal, connective tissue disorder, autoimmune disorder and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, connective tissue disorder, medical device removal and rheumatic disorder with essure. The reporter commented: serious injury criterion and event date, (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. She had reported about fourth joint surgery in 2018. This one was on right shoulder. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080379) on 29-oct-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), connective tissue disorder ("connective tissue disease") and autoimmune disorder ("along with several other autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included diazepam, ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), connective tissue disorder (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and rheumatic disorder ("soft tissue rheumatism"). The patient was treated with surgery (she underwent essure removal on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal, connective tissue disorder, autoimmune disorder and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, connective tissue disorder, medical device removal and rheumatic disorder with essure. The reporter commented: serious injury criterion and event date on (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. She had reported about fourth joint surgery in 2018. This one was on right shoulder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.